Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage on the keypad traces. The pump was received with light moisture damage on the lcd board. No traces of moisture were noted at the motor assemblies per visual inspection. The pump was received with a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked battery tube threads, a broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer stated the insulin pump had moisture damage. The customer stated after his workout, he noticed fluid under the screen. Customer has a back-up plan and he left insulin pump to dry off. The insulin pump worked for a couple of weeks and then is started giving them insulin without warning. The customer's blood glucose was unknown. Advised the customer the insulin pump will be replaced and revert to back-up plan.